Event description:
It was reported that during a percutaneous coronary intervention (pci) guidewire broke. The lesion is in the right coronary artery (rca) . A pt graphix guidewire was used for delivering a balloon for an angioplasty. The distal tip of the guidewire broke and is in the right descending posterior artery. No attempt was performed to remove the broken tip. The patient remained stable and no further patient complication has been reported.

Manufacturer narrative:
After visual inspection found a fracture at 181 cm from the proximal end. Additionally the device presents a kink at 35 cm from the proximal end. The device was sent for external analysis to determine the fracture mode. The external results states the following: failure occurred due to a fatigue event in a bending moment and no material anomalies were found. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that during a percutaneous coronary intervention (pci) guidewire broke. The lesion is in the right coronary artery (rca) . A pt graphix guidewire was used for delivering a balloon for an angioplasty. The distal tip of the guidewire broke and is in the right descending posterior artery. No attempt was performed to remove the broken tip. The patient remained stable and no further patient complication has been reported.